Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 290cc mentor smooth round high profile prostheses and suffered several unexplained systemic symptoms, including difficulty breathing, fatigue, brain fog, memory issues, muscle pain, joint pain, sleep issues, dry eyes (2012), hormone issues, easy bruising, vertigo, headaches, throat clearing issues (feels like there's something stuck), nausea, stomach issues, ear ringing, heart palpitations, discomfort in chest (feels like someone is squeezing her ribs), dry skin, numbness and tingling in hands/ feet/ limbs, shortness of breath, burning feeling around breast area, and panic attack caused by breathing issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The event date and implantation date were estimated as (B)(6) 2006 and (B)(6) 2003 respectively based on available information. This report is for one of the reported prostheses.